Event description:
It was reported that the patient presented to an implant procedure. During the procedure, after implanting the ventricular leadless pacemaker and while implanting the atrial leadless pacemaker with its respective delivery catheters, the patient experienced a seizure. The cause of the seizure was unknown. The atrial device was not implanted. The ventricular device remained implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction for h10 related report numbers.

Event description:
New information received indicated it was unknown if intervention was performed to resolve the seizure.